Manufacturer narrative:
Based on the information provided, it is unknown how the device may have caused or contributed to the event. The post market surveillance departement has requested medical records and investigations are pending. A supplemental medwatch report will be submitted when medical records are received. The peritoneal dialysis cycler was returned to the manufacturer and an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
The nurse reported that the patient was admitted to a hospital for hypotension. The patient was discharged on (B)(6) 2014. According to this reporter, no peritoneal dialysis treatments were missed and there was no reportable device malfunction. The nurse stated the patient's medical history included congestive heart failure. Medical records have been requested.